Event description:
It was reported that a large volume infusor had leakage from the administration tubing; further described as ¿3cm far from the filling port¿. This issue was discovered during filling at the hospital. The device was being filled with 5-flourouracil and normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The lot was manufactured from june 01, 2021 - june 02, 2021. The device was received for evaluation. Visual inspection was performed using the naked eye which observed two cut marks on the tubing line. Functional leak testing was performed which revealed a leak on the cut area on the tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.